Event description:
The angiosculpt catheter was used to treat a slightly calcified distal anterior tibial artery. The balloon was inflated to 8 atm with no issues; however, the balloon was unable to deflate. An access needle was used to puncture the balloon through the skin at the at/pedal area. The procedure was completed with a 2.0 non-philips dilatation balloon to tamponade the punctured area. No patient injury reported. This product problem and adverse event is being submitted due to the angiosculpt balloon unable to deflate, requiring additional intervention.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block h3: the angiosculpt catheter was returned for evaluation. Visual inspection found the scoring element rings detached from the distal bond, but remained intact to the catheter. Additionally, the distal shaft was damaged (necked) approximately 22.5 cm proximal from the proximal balloon taper. At the necked region, the distal shaft od measured below spec at 0.0215" (spec is 0.036 +/- 0.001"). During functional testing, a syringe filled with water was used to flush the guidewire lumen, and a leak was observed at the center of the balloon (punctured by user). Using an indeflator filled with a green color dyed water, the catheter was pressurized up to rbp (14 atm), but the balloon was unable to inflate. The flow of the inflation solution had stopped approximately 10 cm proximal to the necked portion of the distal shaft. Block h6: based on the lab analysis, the balloon deflation issue was likely due to the necking observed on the distal shaft; however, the cause of the necking could not be established. A review of the DHR and manufacturing process could not confirm a cause related to design and/or process failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.